Event description:
It was reported that during a lap chole procedure, the clip fell off the vessel after firing. There was bleeding, but the patient did not require any blood products. Another device was used along with sutures to complete the procedure. The procedure was extended by 40 minutes causing longer anesthesia time. The patient is fine.

Manufacturer narrative:
Evaluation summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.